Event description:
The customer reported their lh750 instrument generated vls (vent line sensor) diluent errors after they replaced the needle. No erroneous results were generated in connection with the reported event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced tubing and pilot actuator at pinch valve vl33 to resolve this issue. (B)(4).